Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a fresenius 2008k2 hemodialysis machine that sounded an ultrafiltration (uf) pump alarm during a patient¿s hemodialysis treatment. The biomed confirmed that once the uf pump alarm sounded, the patient¿s blood was returned and they were moved to another machine to complete treatment with no harm, no adverse event, and no medical intervention. It was confirmed there was no blood loss. The biomed replaced the function board to resolve the issue and return the machine to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). It was reported that a biomedical technician replaced the function board to resolve the issue and return the machine to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.